Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaks past both o rings. The customer's blood glucose reading was 179 mg/dl at the time of incident. Troubleshooting was offered and customer was advised that the device would be replaced and to return the product for analysis. No further details given.